Event description:
Caller states the patient tested 5.3 inr and 5.0 inr on the coaguchek s system while a comparison lab returned as 3.4 inr. Coumadin was held for 24 hours based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.